Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley, exposing the bare wire. Material measuring approximately 0.12" x 0.03" appeared to be missing. Any material missing appeared to be thermally damaged as black char marks were present in the damaged area. The electrical continuity test passed. Failure analysis found this failure to be related to the customer reported complaint, and the root cause is attributed to a component failure. Additionally, as a result of the conductor wire insulation damage, the permanent cautery hook instrument was found have thermal damage on the monopolar yaw pulley. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. Failure analysis found this failure to be related to the customer reported complaint. Additionally, the instrument was found have thermal damage on the ceramic sleeve. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. The sleeve is still intact and not dislodged, but thermally damaged. Failure analysis found this failure to be related to the customer reported complaint. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised, indicating that the weld was intact. The conductor wire was not damaged around the weld location. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details cannot be performed via system logs because system connectivity was not available at the site. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing event was observed. In addition, a fragment from the instrument fell inside and then was retrieved from the patient. Upon failure analysis, the instrument was found to have conductor wire damage and subsequent thermal damage. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a "sparkle" was observed when the permanent cautery hook instrument was activated on the patient's tissue. The customer alleged that a fragment of the instrument fell inside the patient and was retrieved during the operation. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 30 minutes. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: there was no report of fragments falling inside the patient. The instrument was inspected prior to use, and there was no damage observed. The customer was utilizing the forcetriad generator to activate monopolar coag energy, and the generator settings were cut: 20 and coag: 30. A bipolar cord was not connected to the permanent cautery hook. There was no report of a collision with another instrument or tool. The instrument tip was in contact with tissue when the event occurred. The instrument was not removed from the arm prior to the event. The patient has not returned to the hospital due to post-surgical complications. No patient history and pre-existing medical conditions information was provided. No information pertaining to tests and laboratory data specific to this incident was provided.